Event description:
It was reported that during a vitrectomy procedure, the eva informed the user that no air was available. The cartridge, tubings and air pressure were checked in order to resolve the issue. However, the issue could not be resolved due to which fluid/air exchange was not possible. The surgery could not be completed and was aborted due to this event.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The distributor confirmed the planned return of the device involved. Once the device is received, product investigation will be initiated.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during a vitrectomy procedure, the eva informed the user that no air was available. The cartridge, tubings and air pressure were checked in order to resolve the issue. However, the issue could not be resolved due to which fluid/air exchange was not possible. The surgery could not be completed and was aborted.

Event description:
It was reported that during a vitrectomy procedure, the eva informed the user that no air was available. The cartridge, tubings and air pressure were checked in order to resolve the issue. However, the issue could not be resolved due to which fluid/air exchange was not possible. The surgery could not be completed and was aborted.

Manufacturer narrative:
With regard to this complaint logfiles and an eva vfie module were returned for investigation. Investigation of the returned module revealed a defective pressure sensor on the pcb inside. During start-up of the eva surgical system, the pressure sensor will be calibrated. However, due to the defective sensor, the calibration offset will be outside the limits. This will be detected by the eva surgical system and the reported error message will be generated on the screen. When the error is generated the system will go in pause mode and the systems fluid-air exchange will not be available. Review of the logfiles confirmed the occurrence of the reported error messages. Historical review of the complaint database indicated that no complaints have been logged on the eva vfie module subject to this complaint. Based on the investigation results it was determined that the reported event is attributable to a random component failure of the pressure sensor inside the vfie module that was returned for investigation.